Event description:
A customer reported to baxter (B)(6) of a dehp solution set with a difficult to remove luer. During preparation, the rotative component of the luer was separated from the luer. This occurred with nacl in the set prior to patient-use, and the set was no longer capable of being utilized. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). A sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found during the manufacture of this lot.